Event description:
It was reported to philips that the geometry does not work. The system was unknown at the time of the clinical event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.